Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged approximately two months post implant. A revision was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead insulation had melted 22.5 centimeters from the terminal pin consistent with damage caused by electrocautery. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Laboratory analysis could not confirm the clinical observations.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.